Event description:
A catheter fragmented during removal. C-arm fluoroscopy verified the catheter going from the proximal left brachioccphalic vein too deep within the right atrium. The catheter had been placed in the external jugular vein. When the old excision was opened it was noted that there was a knot from a suture in the area. The vein had been tied off, but the catheter was not tied in place. When the catheter was grasped at the level of the vein there was only one centimeter. It is likely that when traction was placed on the cuff a shearing effect occurred near the point of fixation of scarring around the knot and thus sheared the catheter. The sutures were removed and the catheter was dissected well into the track to reach the cuff; which was very securely scarred in for removal. Interventional radiology was called in and removed the fragment from the atrium.